Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the image was interrupted due to damage to the circuit board. It was also noted that there was dirt on the chassis. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii video system center had bad image with the scope. The socket was exchanged. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of intermittent image and no image being displayed (in combination with the 180-system scope could not be identified. However, it¿s likely the intermittent image is related to a faulty printed circuit board. Also, it¿s likely no image being displayed is related to a defective circuit board set. It was confirmed that the design of the dr board (printed circuit board) was changed on april 16, 2018. Therefore, this confirms that the subject device was manufactured before the design change was implemented. Olympus will continue to monitor field performance for this device.